Manufacturer narrative:
The accudrain with anti-reflux valve (ins8401) was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies were observed that could be related to the reported condition. Failure analysis - the returned unit was visually inspected. Accudrain has two (2) of the same stopcocks: one (1) located at the blue panel (zero-reference stopcock) and the other at the end of the patient-line (proximal to patient). Both stopcocks were visually inspected for defects. The zero-reference stopcock was in good condition: good general appearance, clear (non-whitish/opaque), and no cracks observed. The complaint reported that a crack was found at sampling stopcock proximal to patient; this is the patient-line¿s stopcock. It was observed that the patient-line¿s stopcock had a crack on the side of its main body. Also, it was observed that the stopcock¿s appearance was whitish and opaque; this appearance suggests that the stopcock was exposed to an unknown substance. Root cause - the complaint is considered confirmed. The most probable cause for stopcock breakage is related to product contact with an incompatible substance. In a previous CAPA investigation, it was concluded that the root cause for accudrain¿s stopcock breakages was associated to the use of collodion remover and/or acetone (for example, when removing eeg electrodes), and this substance coming in contact with the patient-line¿s stopcock. As a result of this finding, the accudrain¿s instruction for use (IFU) was revised in june 2019 to include precaution statements to alert users to avoid product contact with collodion remover, acetone, or any other incompatible substances. No other action is required at this moment because the most probable cause of breakage is in alignment with the CAPA¿s findings and conclusions.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that cerebrospinal fluid (csf) was noted to be leaking from the accudrain with anti-reflux valve (ins8401) system, and a crack was found at sampling stopcock proximal to the patient. The drainage system was exchanged by the neurosurgeon, and csf drain diversion was performed with no known delay in surgery.